Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the starter hole was off centered. This had been an ongoing issue for 2 years. He never noticed it before, but his doctor pointed it out to him and felt that was why he was having skin irritation. She felt he was not getting a good seal due to the starter hole being off centered, which caused the skin irritation. He removed the wafer and applied a new one. The skin irritation has since healed without intervention. No photo is available at this time.